Event description:
Customer reported a cartridge change error with their pump. The customer's blood glucose level at the time was 8.3 mmol/l, which is within the normal range. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump's components, but the issue persisted and the cartridge could not be successfully loaded. As a result, management approved a pump replacement under warranty. The customer was informed about the need to replace the pump and was instructed to use a replacement insulin pump to ensure continued insulin delivery. A replacement pump was arranged for the customer, and instructions for returning the faulty pump were provided.